Event description:
It was reported that they troubleshot with nurse. Patient transferred to floor from ed. The arctic sun device alert 01 (patient line open) and they had no water flow rate (wfr). They had already replaced all pads and tried reconnecting the lines. 5 pads currently connected. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 36c, water temperature (wt) was 10.7c, water flow rate (wfr) was 0 l/m. Patient hypothermia therapy and on cooling side. Orders were too cool to 36c for 6-12 hours then rewarm to 37c. Explained since patient temperature (pt) was below 36c they want to control the rewarm so therapy should begin on the rewarm patient side. Walked through adjusting cool patient to current patient temperature (pt) of 34.2c, rewarm from 34.2c at 0.25c/hr to tt 36c. Had stop therapy, drain and disconnect pads. Placed device in manual control at 40c. System diagnostics were outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.3c, inlet temperature (t3) was 21.5c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 4, system hours were 2420.1, pump hours were 2290.1. Had add back the pads while in mc. Hold pad lines and avoid clear connectors, verified audible clicks with each connection, all lines were straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.2 l/m, circulation pump command (cpc) was 99 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 4. Disabled manual control and restarted therapy. Device showed priming, but no water flow rate (wfr) and then began alerting patient line open (01) and air leak. Confirmed again all pads were brand new. Advised to send to biomed for evaluation. Nurse stated that they had another device, but it had been sitting with a work order for a while. Advised if they could see what the issue was on the work order and call back then they would try to assist and see if it was a simple fix. Provided direct number but no one called back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they troubleshot with nurse. Patient transferred to floor from ed. The arctic sun device alert 01 (patient line open) and they had no water flow rate (wfr). They had already replaced all pads and tried reconnecting the lines. 5 pads currently connected. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 36c, water temperature (wt) was 10.7c, water flow rate (wfr) was 0 l/m. Patient hypothermia therapy and on cooling side. Orders were too cool to 36c for 6-12 hours then rewarm to 37c. Explained since patient temperature (pt) was below 36c they want to control the rewarm so therapy should begin on the rewarm patient side. Walked through adjusting cool patient to current patient temperature (pt) of 34.2c, rewarm from 34.2c at 0.25c/hr to tt 36c. Had stop therapy, drain and disconnect pads. Placed device in manual control at 40c. System diagnostics were outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.3c, inlet temperature (t3) was 21.5c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 4, system hours were 2420.1, pump hours were 2290.1. Had add back the pads while in mc. Hold pad lines and avoid clear connectors, verified audible clicks with each connection, all lines were straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.2 l/m, circulation pump command (cpc) was 99 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 4. Disabled manual control and restarted therapy. Device showed priming, but no water flow rate (wfr) and then began alerting patient line open (01) and air leak. Confirmed again all pads were brand new. Advised to send to biomed for evaluation. Nurse stated that they had another device, but it had been sitting with a work order for a while. Advised if they could see what the issue was on the work order and call back then they would try to assist and see if it was a simple fix. Provided direct number but no one called back. Per follow up information received via email on 28aug2023, it was reported that the patient was a male in 30's. Therapy was not completed and there was no impact to the patient. Mis did troubleshoot and walked the nurse through correcting the alerts. Those actions did not work. Nurse was advised to take the device out of circulation. They did not know if the device went to biomed.